Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have received a sensor end alarm. Customer states one sensor only lasted two days while the other only lasted four days. This was a past event and customer was not sure of blood glucose. Customer also reports of having high blood glucose which was treated with insulin pump. Customer reports to have seen his healthcare professional who advised alc was elevated from 6 to 8 and sixty days prior had alc of 6.2. Customer was not hospitalized. Customer believed that insulin pump was not controlling blood glucose as it previously did. After troubleshooting, it was found that insulin pump was functioning correctly. Customer was advised that sensors would be replaced as requested. Customer could not send sensors back for analysis as they were discarded. No further information provided.